Manufacturer narrative:
Ge healthcare is undertaking a field correction to address this condition. Details of the field correction will be submitted in the report of corrections and removals as required by 21 cfr 806.

Event description:
During the use of the compact absorber, customer reportedly noted high artificial respiration pressure at the pt side. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.